Manufacturer narrative:
(B)(4). Results of investigation: the carefusion certified third party service technician replaced the flow valve to correct the reported issue.

Event description:
The customer reported that the ventilator was delivering higher tidal volumes than expected. The customer reported that there was no patient involvement.